Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 6. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if any malfunction code reappeared.